Manufacturer narrative:
(B)(6). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the trocar was inserted in the patient. When the obturator was removed, it caused blood vessels to be torn. An individual trocar of the same product code was used to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.